Event description:
During evaluation of a flogard infusion pump, an f-67 alarm (battery depleted) was identified. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The device was serviced onsite by a baxter service technician. The cause was a lithium battery depleted. The battery was replaced and the device was returned to the customer in good working conditions. If additional relevant information is obtained, then a follow-up MDR will be submitted